Manufacturer narrative:
Device was not returned for eval. Conclusion: inconclusive, investigation ongoing. The device is a synthetic device made from polypropylene. Injuries such as pain, infections, painful intercourse, incontinence, mesh erosion are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).

Event description:
Proxy biomedical was notified on (B)(4) 2013 via email by the polyform distributor ((B)(6)) that they have received a complaint on (B)(4) 2013 regarding a polyform product from a pt's legal rep. The complaint states that following implant of polyform mesh the pt suffered "pelvic and back pain, infections, painful intercourse, incontinence mesh erosion, etc." The date of implant of the mesh is (B)(6) 2011. The pt identified as "(B)(6)". Her date of birth is unk; her weight and height details are unk. The hospital where the implantation procedure took place is (B)(6). The physician who treated the pt is dr (B)(6); telephone number is unk. : the implant involved in this complaint is a polyform synthetic mesh - the lot number is c001280 - a 10cm x 15cm mesh (expiry 31 august 2013).